Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The variable pace impedance measurements began over a year ago and the current trend shows that the measurements are high out of range more often than previously. It was also noted that there was non-physiologic noise observed on two recent stored events. In addition, evidence of rv loss of capture was observed on a presenting electrogram from approximately three months ago. Boston scientific technical services (ts) discussed with the boston scientific representative (rep) the value of performing isometric and pocket manipulation testing to try to reproduce the issue. The rep indicated they were going to intervene. Ts provided guidance to consider confirming that the lead is fully inserted into the device header and to test the lead on a pacing system analyzer (psa). Thirteen days later, the ICD device was explanted, and the rv lead was surgically abandoned and both products were replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The variable pace impedance measurements began over a year ago and the current trend shows that the measurements are high out of range more often than previously. It was also noted that there was non-physiologic noise observed on two recent stored events. In addition, evidence of rv loss of capture was observed on a presenting electrogram from approximately three months ago. Boston scientific technical services (ts) discussed with the boston scientific representative (rep) the value of performing isometric and pocket manipulation testing to try to reproduce the issue. The rep indicated they were going to intervene. Ts provided guidance to consider confirming that the lead is fully inserted into the device header and to test the lead on a pacing system analyzer (psa). Thirteen days later, the ICD device was explanted, and the rv lead was surgically abandoned and both products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.